Manufacturer narrative:
The elecsys troponin t gen 5 reagent lot number is 88249600, and the expiration date was not provided. The alarm trace does contain a conspicuous event. There is a sample clot detection alarm on the date of the event. A field service engineer (fse) determined that the measuring cell was due for replacement, there was also a bent prewash aspiration nozzle, and an increased inside diameter of the sipper nozzle. The fse replaced the measuring cells, prewash nozzle, and the sipper nozzle. A 21-cup precision check was completed and passed. Calibration and qc were successful. It was confirmed that the customer has not had any further issues. The investigation determined that the service action resolved the issue.

Event description:
There was an allegation of a questionable elecsys troponin t gen 5 result from the cobas 8000 e 801 module for one patient. The initial result was 58 ng/l. A repeat result on another analyzer was less than or equal to 6.0 ng/l. A repeat result on another analyzer was 7.79 ng/l. The result of less than or equal to 6.0 ng/l was deemed to be correct. The questionable result was repeated because it did not match the clinical picture as well as the result from a previous sample.